Event description:
It was reported that the device failed to deliver high voltage therapy during an episode of ventricular fibrillation. Sensing noise was also observed on the device and right ventricular (rv) lead. No intervention was performed. The patient was stable and will continue to be monitored. There were no adverse consequences.